Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The following was reported: "my father heard a snap in his leg and fell to the ground. It appears that there was a malfunction (fracture) in his hip prosthesis (specifically the head fem stryk v40 28mm 12 cocr hip). He had to have a complete replacement again following this."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an unknown stem was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a revision of the modular revision femoral stem for fracture since I was able to review the operation report. I was also able to see and xray, albeit unmarked with a fracture of the neck at the proximal portion of the cone. I cannot confirm any of the other surgeries that the patient had. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a fracture of a femoral prosthesis such as this one are multi factorial including surgical technique especially in the support that the implant obtained at the time of the revision, patient factors, in this case definitely including the patient activity level and bmi, and implant factors." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to a device fracture. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a revision of the modular revision femoral stem for fracture since I was able to review the operation report. I was also able to see and xray, albeit unmarked with a fracture of the neck at the proximal portion of the cone. I cannot confirm any of the other surgeries that the patient had. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of a fracture of a femoral prosthesis such as this one are multi factorial including surgical technique especially in the support that the implant obtained at the time of the revision, patient factors, in this case definitely including the patient activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "my father heard a snap in his leg and fell to the ground. It appears that there was a malfunction (fracture) in his hip prosthesis (specifically the head fem stryker v40 28mm 12 cocr hip). He had to have a complete replacement again following this." Update as per med review: there is a fracture of the prosthetic femoral neck at the junction with the cone. The position and fixation of the stem and cup appear satisfactory.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have ben no other event for the lot referenced. Conclusions: it was reported that the patient was revised due to device fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "my father heard a snap in his leg and fell to the ground. It appears that there was a malfunction (fracture) in his hip prosthesis (specifically the head fem stryk v40 28mm 12 cocr hip). He had to have a complete replacement again following this."